Event description:
The customer contact reported the device touchscreen does not respond at the bottom of the screen. There were no reports of any adverse patient events and no device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to not respond when pressed at the bottom of the screen. This report represents all the information known by the reporter upon query by hospira personnel.